Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing. The lead also was not capturing and had low amplitudes. The lead was found to be dislodged which was confirmed via x-ray. The rv lead was repositioned successfully. No additional adverse patient effects were reported.